Event description:
A medtronic ent representative reported the surgeon was 2-3 mm inaccurate posteriorly during a frontal endoscopic sinus surgery (fess). The surgeon alleged being inaccurate with straight suction and all other instruments. The procedure was completed with the use of the fusion navigation system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
RMA issued. Replacement fusion cart shipped (B)(4) 2012. Evaluation of returned device finds that with engineering performed a peg board test and it passed with a max error of 1.405 mm. Performed a tracer registration using a lisa head and it passed. Checked points on the head they were accurate. Fully functional. Software has not been evaluated as of the date of this report.